Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted for the endovascular treatment of a >100mm ruptured thoracic aneurysm. It was reported during the index procedure it was noted the patient had an extremely hostile distal seal zone. The celiac was covered and the device was anchored but a persistent type ib endoleak was visible. The physician elected to implant coils into sac to induce thrombosis in the ruptured sac. The graft was extended lower to cover sma and renals however a small type ib endoleak remained at the end of the procedure. It was reported the patient expired approximately 2 weeks post the index procedure. Per the physician the cause of the type ib endoleak was anatomy related due to hostile distal seal zone. The cause of death was due to a ruptured thoracic and abdominal aortic artery.

Manufacturer narrative:
Additional information received; it was confirmed that during the index procedure the graft stent was not extended to cover the sma and renal arteries. It was noted that imaging suggests the index endoleak continued to leak blood and eventually worsened to cause the patient to expire. If information is provided in the future, a supplemental report will be issued.